Event description:
Patient alleges the infusion device did not give an e1 (cartridge empty) error message. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: the w1 warning occurred when the cartridge went empty and the e1 error will be triggered when the cartridge is empty. The customer always changed the cartridge when a w1 warning occurred therefore the e1 limit level was never reached thus the pump correctly triggered no e1 error. The problem mentioned by the customer could not be reproduced.